Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of inflammatory pain ("chronic inflammatory pain") in a (B)(6) year-old female patient who had essure (batch no. D60144) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced inflammatory pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscle pain"), intervertebral disc protrusion ("discal hernia"), amnesia ("memory loss"), fatigue ("chronic fatigue") and abdominal distension ("swollen abdomen"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the inflammatory pain, arthralgia, myalgia, intervertebral disc protrusion, amnesia, fatigue and abdominal distension was resolving. The reporter provided no causality assessment for abdominal distension, amnesia, arthralgia, fatigue, inflammatory pain, intervertebral disc protrusion and myalgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) -2017 for the following meddra preferred term: inflammatory pain- analysis in the global safety database 1 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. There was a similar case for this batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2017: quality safety evaluation of ptc company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of inflammatory pain ("chronic inflammatory pain") in a (B)(6) female patient who had essure (batch no. D60144) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced inflammatory pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscle pain"), intervertebral disc protrusion ("discal hernia"), amnesia ("memory loss"), fatigue ("chronic fatigue") and abdominal distension ("swollen abdomen"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the inflammatory pain, arthralgia, myalgia, intervertebral disc protrusion, amnesia, fatigue and abdominal distension was resolving. The reporter provided no causality assessment for abdominal distension, amnesia, arthralgia, fatigue, inflammatory pain, intervertebral disc protrusion and myalgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report refers to a patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented chronic inflammatory pain (seen as inflammatory pain). A bilateral salpingectomy to remove essure was performed approximately one year after insertion. The reported event is serious event due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.